Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the handle "cracked" while in firing mode. The device was unable to fire although the surgeon was able to press the green button and squeeze the handle. A new handle was opened to complete the case. There was no patient injury.